Manufacturer narrative:
Method: customer has stated the pump is not available to return. Results: without the actual product, an analysis cannot be conducted. Conclusions: a review of the device history record (DHR) is being reviewed for the lot number provided but not completed. When additional information pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml. Flow rate: 8ml. Procedure: achilles tendon repair. Cathplace: popliteal. Patient's roommate called the I-flow hotline and reported that the patient was having increased pain and ringing in her ears. Adverse event occurred approximately 16 hours after the procedure. The hotline nurse advised the caller to clamp the pump and call the physician. (B)(6) 2013, 11:45am (mountain) the hotline nurse contacted the patient's roommate back. The pump was clamped and they were waiting on the doctor's rn to call them back and advise them on whether they should go back to the hospital. Patient went to urgent care, and was diagnosed with allergic reaction to the medication in the pump. Pump was removed, ringing in ears subsided later in day. Comments from anesthesiologist: "the exact cause of this incident is unclear. The ringing in the ears suggests high intravascular levels of ropivacaine, but the catheter was placed using ultrasound guidance, aspirated and a bolus given through it without incident upon placement. The patient was comfortable immediately after surgery and developed these symptoms later. It is unclear if the "ringing in the ears" was in fact due to high intravascular levels of ropivacaine or something else. It is possible but doubtful the catheter was placed intravascularly initially without being recognized or it became intravascular later on. There may have been some kind of error in the ropivacaine delivery rate or lastly the ringing in the ears may not have been due to ropivacaine toxicity at all." Patient contact: yes. Adverse event: ringing in ears. Medical intervention: yes - went to kaiser urgent care. Patient's current condition: good. Infusion start date/time: (B)(6) 2013, time: unk. Infusion end date/time: (B)(6) 2013, time: pump clamped at 11:45am.